Event description:
It was reported that during an implant the catheter came completely apart while slitting. It was noted that the physician then had to use a small scissors and cut the catheter off the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.